Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use, the nurse found the device leaking from the volume-limiting syringe when flushing the tubing. No patient injury.

Manufacturer narrative:
The suspect device was partially returned for evaluation. Upon evaluation tear on syringe elbow was observed. Likely cause of tear is excessive bending of the restricted syringe during product application,resulting in leakage. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.